Event description:
It was reported that prior to operation the patient was sedated and the unit would not tune. Procedure was performed at a neighboring hospital which resulted in patient having to be resedated. No patient injury was reported.

Manufacturer narrative:
Inspection and analysis of the unit was completed by field service engineer. Field service engineer found the vacuum transducer not working. Vacuum transducer was replaced and preventative maintenance performed. System operating properly and meets amo specifications.